Event description:
Medtronic received information indicating that during the priming phase, leakage was seen coming from the side of the heat exchanger of this affinity oxygenator. There was no patient effect reported and the device was not returned for analysis.

Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Conclusion: based on review of similar events and investigation, the leak was appears to originate from the heat exchanger side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in leak and contributed to the event. Medtronic is monitoring for similar complaints. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.